Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2016 with the following findings: a review of the pump¿s black box did not reveal any evidence of a short battery life. There were multiple 128 alarms (post-delivery motor power supply faults). The battery cap was unable to fully tighten. The battery compartment was found to be cracked. The battery compartment threads were found to be cracked. The current draws were within specification. The original complaint was unable to be duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Additionally, the pump case was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).